Manufacturer narrative:
The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information indicated that the devices identities are as follow:left- cat#:3503751bc sn#: (B)(4) right-cat#: 3503751bc sn#: (B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade ii, pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with unknown silicone breast implants which the patient experiencing pain in the left side, bilateral capsular contracture baker grade ii, and left side rupture. During surgery on (B)(6) 2019 it was discovered that the left implant was rupture. The issue was confirmed by the physician as a result patient underwent bilateral removal and replacement as follow: cat/sn: (B)(4). And right replaced with cat/sn: (B)(4) on (B)(6) 2019. This report is for the left side.